Manufacturer narrative:
(B)(4). Evaluation of the returned sample did not confirm the reported event. The sample read the temperature and lesioned properly. However, visual inspection found voids and scratches in the electrode insulation. The area of voids failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Manufacturer narrative:
Covidien reference#: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to use on a patient, the needle was connected to the generator and the temperature was not shown. It was detached and reconnected to the generator and the same incident was duplicated. There was no patient involvement. Another needle was used for the procedure. Covidien's initial evaluation of the device found the needle insulation was damaged and the device failed hipot.